Event description:
When the surgeon used the blade, small shavings were originated due to the malfunction of the device. This happened with three units from the same box (of 6). It was not reported that there was any specific action taken to remove the shavings. Finally, another box was opened to complete the repair.

Manufacturer narrative:
The devices in question were not returned for evaluation. Three unused devices were returned from the same lot. The lot was manufactured in april of 2008, and no additional complaints have been reported.